Event description:
It was reported the pt had an incident where she dropped her programmer, and when she bent down to pick it up she felt a surge of stimulation. The pt met with the sjm representative for programming, and no impedances were noted at the time. The pt reported since the incident she had constant pain going down from her hip through her right leg. It was reported the physician felt the issue might have to do with the placement of the ipg. Follow up identified the physician replaced the ipg, which resolved the issue. It was reported intraoperative testing showed the ipg was causing impedance issues.

Manufacturer narrative:
Correction #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.